Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that noise was noted on the lead. The noise was reproduced in clinic with isometric arm movement. The hv therapy was turned off. Lead revision was scheduled. The lead remained implanted.